Manufacturer narrative:
The device was returned for analysis. Functional testing determined the device was damaged causing the reported issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a user facility (uf) regarding a navigation system outside of a procedure. The caller indicated the part of the arm the cranial reference frame attached too will not lock. There was no patient involved with this issue and the instrument was to be replaced.